Event description:
Pt developed dissection of rca during repeat ptca of rca. Attempted to deploy a 3.5 mm gianturco-roubin flex stent using a 100cm guiding catheter to repair dissection. Stent did not deploy properly--catheter secured and pt sent for CABG. Unable to locate stent during CABG. Visualized stent in r. Illio femerol artery on 9/13/94. Potential problem with guiding catheter. Pt was stable the next morning following bypass.